Event description:
After an appendectomy procedure, the patient attempted to sit in the chair. The patient attempted to lift the foot rest on the recliner and the nurse was attempting to help. During this activity, the foot rest dropped suddenly which propelled the patient forward. Per the patient, this caused increased pain in the surgical area. The patient recovered.what was the original intended procedure?to raise the foot rest for the patient.device #1is this a laboratory device or laboratory test?no.